Event description:
It was reported at a pump replacement, the health care professional (hcp) could not aspirate initial sterile water from the pump while preparing for implant. The manufacturer¿s representative questioned whether the pump was frozen. They planned on putting the pump in some warm water, however the surgeon insisted on opening a second pump. The event happened prior to implant. It was later reported that no pending alarm occurred. The pump was removed prior to beginning the case. The cause of the event was not determined. No rotor or dye studies were performed. No patient injury occurred. The patient was implanted with a different pump and was discharged the next morning receiving effective therapy.

Manufacturer narrative:
(B)(4). Analysis of the pump serial number (B)(4) found no anomaly.